Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 5076-45 non defib lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. It was also reported that there was high thresholds on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.